Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the image was not displayed, and the plastic distal end cover was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue.the device did not display an image due to corrosion on the el-connector, and water leakage was noted. In addition, the device's distal end c-cover was noted to be chipped. A definitive root cause could not be identified.reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.